Event description:
It was reported that attempted to impact the 28mm -4 v40 femoral head on the trunnion of an accolade tmzf stem but the neck trunnion on the head would not engage (cold weld) to the stem. I opened another 28mm - 4 v40 cocr femoral head and compared the two in vivo. We then re-tried both of the opened heads on the stem again, the original head I opened would not engage solidly on the accolade trunnion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding assembly issue involving a metal head was reported. The event was not confirmed. Visual inspection indicated that the head was returned locked into the adm insert. The head is unremarkable apart from some light contact marks on the trunnion bore hole. A dimensional inspection could not be performed as the head is locked into an adm insert. Functional inspection indicated that the head/insert was mated with an accolade ii stem taken from production. The stem taper was confirmed to be compliant prior to the functional inspection. The tapers of both the head and stem were cleaned and dried and assembled together as per the instructions of the accolade tmzf surgical protocol (lasst rev 5). The head mated with the stem trunnion without any issue. Medical records evaluation were not performed as insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause was not determined as the device passed the functional inspection. Further information such as return of stem and stem details is needed to investigate this event further.

Event description:
It was reported that attempted to impact the 28mm -4 v40 femoral head on the trunnion of an accolade tmzf stem but the neck trunnion on the head would not engage (cold weld) to the stem. I opened another 28mm - 4 v40 cocr femoral head and compared the two in vivo. We then re-tried both of the opened heads on the stem again, the original head I opened would not engage solidly on the accolade trunnion.